Event description:
Reportedly, after firing the instrument, he cut the bowl and removed the instrument. It then looked as if there are no staples in place. They closed the bowl by hand and the pt got a temporary stoma. The pts will return to the or to create a permanent anastomoses. Procedure: lar.